Manufacturer narrative:
Correction: e1 - reporter postal office or zip code should have been included.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room experiencing syncope. Upon interrogation, it was noted that the right ventricular - rv lead exhibited low ventricular sensing, low pacing impedance, and failure to capture. An x-ray was performed and the rv lead was found to have caused cardiac perforation. The rv lead was explanted and replaced. The patient was in stable condition afterwards.